Event description:
A 36 yr old white gravida female status post bilateral subglandular inframammary placement of 320cc surgitek gels for augmentation 08-03-87. Pt had closed capsulotomy multiple times on lt but otherwise no decrease in size or trauma although bilaterally painful after rough mammogram '92. Complains of arthralgias, spasms, fatigue, low grade fevers, headaches, neurocognitive problems, acne, increased sensitivity to chemicals, shortness of breath, easy bruising; otherwise healthy.